Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was 475 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy. Reportedly, the customer had been reusing their insulin. Tandem customer technical support informed customer that the user guide states: do not remove or add insulin from a filled cartridge after loading onto the pump. Customer changed cartridge and infusion set to address the issue.